Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was a recurrence of pain. At 5 weeks post op the patient complained of tenderness at the battery site. When the patient turned stimulator on, he only got abdominal stimulation. Interventions included several reprogramming sessions. Interventions included explanting and not replacing the entire system. The event resulted in an emergency room visit and an unscheduled clinic or office visit. Imaging showed slight lead migration. The etiology was reported as related to the device or therapy and unlikely related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). The etiology was reported as not related to the programming. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that stimulation had changed and he was only feeling it in his ribs. The patient stated that about a month ago he was lifting something heavy and he felt a pulling sensation in his back, the lead had migrated. When the patient turned on the stimulator later it had changed; it moved from being all in his legs and back to painful rib stimulation. Impedances were checked and were normal and reprogramming was done. The patient was getting left leg stimulation using the bottom two contacts of the left lead and the right lead was all felt in the right ribs. No actions or interventions were planned at that time and the patient was going to follow-up in another month for more reprogramming. It was unknown if the issue was resolved. The indications for use were lumbar radiculopathy and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacturer representative reported that he had severe pain at the implant site and right rib pain. The patient was reprogrammed three times and was never happy with the coverage or pain control. The patient requested an explant and did not want a lead revision. The patient noted that he was a father with young kids and had to lift and bend and did not want to undergo another surgery and limit his activities. The system was explanted and the issue was resolved at the time of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.